Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high rate, and disconnects from the patient. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) during troubleshooting, the rse noted that a review of the settings and test set up were performed. It was reported that the test lung being used was a plastic sided bellows type with an unknown resistance and capacitance. The rse reported that the rate was set to 12, and the vent was auto cycling up to and over the high-rate alarm setting of 30. The rse advised the customer to apply some resistance to the test lung and the breath rate did stop auto cycling and alarming for high rate. It was noted that the average air standard liter per minute (slpm) readout was 55, when flow and pressure are set to zero. It was verified that there was no air flowing. The customer reported that they had a data acquisition (da) board that they were going to install for troubleshooting; based on the results, the customer might also replace the flow sensor assembly or gas delivery system (gds). The customer was provided with the part numbers for a replacement flow sensor assembly/gds. The investigation is ongoing.

Manufacturer narrative:
H10: updated health impact grid code a follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. The customer also reported that a performance verification test (pvt) was performed. The customer reported that the air flow reading was 59, when the device was adjusted to zero. The customer reported that the flow sensor, and oxygen sensor were replaced to resolve the issue. The device was returned to service.